Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Unable to determine root cause or conduct trending analysis. No further action to be taken unless more information would be available. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The device serial number was provided; however, the device history record could not be reviewed as the serial number provided was not a valid number and the device was made and sold by prior manufacturer (allergan). Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.

Event description:
It was reported by the doctor to company representative that the patient came in with an infected access port. Per report, the port was taken out and the end-plug was put in band tubing. Then the end-plug was tagged to calciform ligament (in the abdomen) while waiting for a new port. New port placed: (B)(6) 2015.